Event description:
This customer reported a failure to discharge via external paddles. There was no negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported a failure discharge via external paddles. There was no negative patient impact. The device was evaluated by the hospital biomedical engineer who localized the failure to the external paddle set. The external paddle set was replaced to resolve the issue.